Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation / migration of essure devise location of device: fundus of the uterus / perforation: fundus of the uterus"), fallopian tube perforation ("failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)), / coil that had perforated my left fallopian tube") and device dislocation ("migration ofessure device location of device: unknown location") in a 38-year-old female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, vaginal dryness, vaginitis, eczema, gastroesophageal reflux disease, gestational diabetes, hepatitis b, cervical cyst, psoriasis, menometrorrhagia and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia painful sexualintercourse"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/ infections"), bacterial infection ("bacterial infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, 5 months 9 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), mood altered ("moody") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/pain"), back pain ("lower back area pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (tuballigation surgical removal of coil(s)), surgery (tuballigation surgical removal of coil(s)) and surgery (tuballigation surgical removal of coil(s)). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, migraine, headache, fatigue, menstruation irregular, mood altered, bacterial infection, weight increased, abdominal pain lower, bladder disorder, urinary tract disorder and abdominal pain upper had not resolved, the fallopian tube perforation and device dislocation outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, back pain, bacterial infection, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion(right tube occluded); on 1-mar-2015: essure device successfully occluded pregnancy test urine - on (B)(6) 2015: negative on (B)(6) 2015 hsg-left side there is no occlusion, proximal insert seen in the cavity with possible perforation, spilling of dye on that side into cavity / unilateral occlusion (right tube occluded) / right side took but left failed and she couldn't find it quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2018: events- "hormonal changes describe: irregular cycles, moody, bacterial infection, weight gain, lower abdominal pain, bladder problems, urinary problems or changes, stomach pain", reporter added from pfs. Concomitant condition added from medical record. On 14-sep-2018: the case 2017-227529 (mrf# 2951250-2017-09966) was identified as a follow up of this case. Therefore, the case 2017-227529 was deleted from argus database. New reporters added; reporter's information updated (initials) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation / migration of essure devise location of device: fundus of the uterus / perforation: fundus of the uterus"), fallopian tube perforation ("failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)), / coil that had perforated my left fallopian tube") and device dislocation ("migration ofessure device location of device: unknown location") in a 38-year-old female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, vaginal dryness, vaginitis, eczema, gastroesophageal reflux disease, gestational diabetes, hepatitis b, cervical cyst, psoriasis, menometrorrhagia and nabothian cyst. Concomitant products included ibuprofen (ibuprofene). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia painful sexualintercourse"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/ infections"), bacterial infection ("bacterial infection"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, 5 months 9 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), mood altered ("moody") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/pain"), back pain ("lower back area pain"), abdominal pain upper ("stomach pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (tuballigation surgical removal of coil(s)), surgery (tuballigation surgical removal of coil(s)) and surgery (tuballigation surgical removal of coil(s)). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, migraine, headache, fatigue, menstruation irregular, mood altered, bacterial infection, weight increased, abdominal pain lower, bladder disorder, urinary tract disorder and abdominal pain upper had not resolved, the fallopian tube perforation, device dislocation, depression and anxiety outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, bacterial infection, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Date of removal : (B)(6) 2015 surgical removal of coils-right side removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion(right tube occluded); on (B)(6) 2015: essure device successfully occluded pregnancy test urine - on (B)(6) 2015: negative on (B)(6) 2015 hsg-left side there is no occlusion, proximal insert seen in the cavity with possible perforation, spilling of dye on that side into cavity / unilateral occlusion (right tube occluded) / right side took but left failed and she couldn't find it quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received: depression and mental anguish events was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation and infection outcome was unknown. The reporter considered infection and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation"), fallopian tube perforation ("failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)),") and device dislocation ("migration of essure device location of device: unknown location") in a 38-year-old female patient who had essure (batch no. Do8053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 9 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), back pain ("lower back area pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/ infections"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (tuballigation surgical removal of coil(s)), surgery (tuballigation surgical removal of coil(s)) and surgery (tuballigation surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, migraine, headache and fatigue outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion(right tube occluded); on (B)(6) 2015: essure device successfully occluded pregnancy test urine - on (B)(6) 2015: negative most recent follow-up information incorporated above includes: on 17-may-2018: pfs received- lot number, reporter information, patient details, product information, lab data, relevant tests , events- abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, migraines, headaches, migration of essure device location of device: unknown location, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s), fatigue, pelvic pain, lower back area pain were added, infection clubbed with infection (bladder/ urinary tract/vaginal) type: uti. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation"), fallopian tube perforation ("failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)),") and device dislocation ("migration ofessure device location of device: unknown location") in a 38-year-old female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 9 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexualintercourse"), vaginal discharge ("vaginal discharge"), back pain ("lower back area pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/ infections"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (tuballigation surgical removal of coil(s). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection, migraine, headache and fatigue outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion(right tube occluded); on (B)(6)2015: essure device successfully occluded. Pregnancy test urine - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.